Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had blank screen found before first clinical use and was an out-of-box failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "blank screen" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper and lower flex cord which were not securely attached to the processor pcb. The flex cords required to be reattached to address the issue. Should additional relevant information become available, a supplemental report will be submitted.